Event description:
I am providing information for your review regarding a mr I received from (B)(6) on (B)(6) 2019. I believe I was exposed to higher than prescribed or normal radiation during this treatment resulting in permanent, ongoing and reiterative psychosis since the treatment. I ask that you pull my medical records from (B)(6) and (B)(6) clinic to review the treatment order and results, including all follow up appointments and care notes prior and after the mr treatment on (B)(6) 2019.